Manufacturer narrative:
It was reported by the customer contact that, "foley became under tension during a patient fall. The device was noted to be missing the balloon portion after unplanned removal". It was reported that due to this, "bedside ultrasound to confirm retained foreign object and placement of new foley. As well urology irrigated the bladder to aid in flushing of the foreign object". It was reported "there was not any patient harm as a direct result of the catheter failure". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Balloon portion" of foley catheter missing after foley was "placed under tension".